Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the needle broke into the pt's cavity. The surgeon was not able to retrieve the component. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Evaluation in our laboratory found that the needle tip was present in one of the jaws. After removal of the needle tip, another needle was loaded into the - instrument. The needle would pass from jaw to jaw without any difficulties. Therefore the exact cause could not be reliably determined.